Manufacturer narrative:
Apoc incident #: (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2022, abbott point of care (apoc) was contacted by a customer who reported that I-stat1 analyzer (B)(4) became hot to touch. The batteries were replaced and the customer noticed the analyzer gave off a spark and started to smoke. There was no additional information at the time of this report. The analyzer was replaced at no charge and returning for investigation. Apoc has determined that a component failure within the analyzer circuitry, may lead to the batteries becoming uncomfortably hot to touch in the area of the battery compartment when using a green non-fused battery carrier. However, the customer states that disposable lithium batteries in a red carrier were being used at the time of the event. Therefore the analyzer is unlikely to become hot to touch. The product was replaced and is being returned for investigation. Based on the information available, there were no patient or user related injuries associated with this complaint.

Manufacturer narrative:
Apoc incident: (B)(4). The investigation was completed on 03-jun-2022. The customer reported that analyzer s/n 308787 was hot to touch. The customer also mentioned that the analyzer sparkled and smoke emanated from the analyzer upon replacement of the batteries. Failure analysis determined the cause of both issues to be a burnt tantalum capacitor found at location c13 on the analyzer main board.